Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. Reportedly, there was no patient involvement as the customer had been utilizing insulin pens for therapy at the time of the issue while waiting for pump supplies to arrive.